Event description:
During prime in preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump level alert alarm occurred. The user reported the surgical procedure was completed successfully, and there was no reported adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Device eval anticipated, but not yet begun.